Event description:
It was reported that during implant attempt, it was not possible to pass the lead completely through an 8 french sheath. After multiple attempts, the outer insulation of the lead appeared damaged. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the inner insulation was kinked/buckled, the lead appeared damaged at implant and the lead was stretched; full lead returned and analyzed.